Event description:
It was reported via repair work order that the cot was not locking into the fastener due to a loose screw in the retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.